Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-00692 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small (#1)). MFR # 2029046-2020-00693 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small (#2)).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath - small and hemostatic valve separation issues occurred. It was reported that during a right sided atrial flutter ablation procedure, while using a carto vizigo¿ 8.5f bi-directional guiding sheath - small (#1), it was unable to be flushed and the introducer could not be advanced through the end of the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - small (#1) was never inserted into the patient¿s body. The carto vizigo¿ 8.5f bi-directional guiding sheath - small (#1) was exchanged to another carto vizigo¿ 8.5f bi-directional guiding sheath - small (#2) with the same lot #, and this time, both the introducer and unknown thermocool® smart touch® sf catheter were able to be advanced; however, about 3ml of blood leakage was observed coming through the luer hub of carto vizigo¿ 8.5f bi-directional guiding sheath - small (#2). The sheath was exchanged again, this time to a sheath with a medium curve and the case was continued successfully without further issues. Patient¿s hemodynamics was not compromised due to the issue experienced. No air entered to the patient. No medical/surgical intervention was required. No damage to the valve/brim cap/hub was observed. Since there is no indication that the bleeding which occurred during the use of carto vizigo¿ 8.5f bi-directional guiding sheath - small (#2) led to hemodynamics disruption or required intervention, this event will not be considered a serious patient adverse event. Should additional information become available this record may be revised. With the information available, these events have been assessed to be hemostatic valve separation issues for both products as it is most likely that the issue experienced of the introducer being not able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small (#1) occurred due to the hemostatic valve being dislodged.

Manufacturer narrative:
It was reported that during a right sided atrial flutter ablation procedure, while using a carto vizigo¿ 8.5f bi-directional guiding sheath - small it was unable to be flushed and the introducer could not be advanced through the end of the sheath. On 6/15/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve was dislodged inside of hub. Friction ring remains intact. These findings were assessed as MDR reportable and consistent with the customer¿s reported issue. Device evaluation details: on 7/6/2020, the device evaluation was completed. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due to this condition, the vizigo sheath is occluded and unable to be advance through to the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).